Event description:
Revision surgery to remove implanted tdr device due to patient alleged pain. Reference imp #3004903783-2014-00015.

Manufacturer narrative:
The investigation concluded that excessive endplate preparation for implanting tdr device resulted in component migration.